Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment was not reported. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 3 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A review of all batch record documents was performed for potentially associated lot numbers h12k09112, h13d08067 and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).